Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. The procedure was not completed due to this event.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was observed that there was a resistance in the hydrophilic part of the guidewire when passing and removing the ultratome xl during channeling. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Note: photo of the complaint device inside the pouch was provided by the customer with no visible problem.